Event description:
It was reported that balloon rupture occurred. The patient presented with arteriovenous shunt thrombosis. The target lesion was located in an arteriovenous shunt vessel. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation and was inflated thrice. However, during fourth inflation, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Device evaluated by MFR.: a mustang device was returned for analysis. A visual and microscopic examination of the balloon material identified a complete circumferential tear in the balloon located approximately 5cm distal from the proximal balloon sleeve. Both sections of the balloon tear were bonded to the device. A microscopic examination of the balloon material could not identify any issues with the balloon which could potentially have contributed to the tear. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found that the shaft exhibited signs of stretching between the proximal and distal markerbands. Both the proximal and distal markerbands were secured on the shaft, however, the shaft exhibited signs of stretching.

Event description:
It was reported that balloon rupture occurred. The patient presented with arteriovenous shunt thrombosis. The target lesion was located in an arteriovenous shunt vessel. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation and was inflated thrice. However, during fourth inflation, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient status was stable. It was further reported that the is 60-70% stenosed, non-tortuous and non-calcified. The balloon was ruptured at 24 atmospheres for 90 seconds.

Manufacturer narrative:
(E1) initial reporter address 1: no. (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with arteriovenous shunt thrombosis. The target lesion was located in an arteriovenous shunt vessel. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation and was inflated thrice. However, during fourth inflation, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient status was stable. It was further reported reported that the is 60-70% stenosed, non-tortuous and non-calcified. The balloon was ruptured at 24 atmospheres for 90 seconds.